Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4318 lot#: 19907610 description: clik x anchor the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the lead was buried deeper and the anchor was replaced. No device malfunction was suspected. The patient was doing well postoperatively.